Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and pacemaker exhibited a low pacing impedance measurement of 200 ohms. The physician suspected an insulation issue with the rv lead. The patient will continue to monitored and their rv lead and pacemaker remain implanted and in service. No adverse patient effects were reported.